Manufacturer narrative:
The following fields were updated due to additional information: d.10: device available for eval?: yes. D.10: returned to manufacturer on: 3/19/2021. H.6. Investigation: six samples (model 2000e) were returned by the customer. It was reported when using the claves they are unable to draw blood or use a flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of six samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 20125252 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. This incident has been added to our database of reported incidents. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125252 regarding item #2000e.

Event description:
Material #: 2000e, batch/lot #: 20125252. It was reported that when using the claves they are unable to draw blood or use a flush. Verbatim: here is the additional information you have requested: date of incident: (B)(6) 2021 - on going, lot number: 20125045 and 20125252, adverse events: patient being stuck multiple times, occurrences: 4 that have been directly reported by staff (xxxxxx xxxxxxxx-xxxx, xxxxx xxxxx, xxxxxxxx xxxxxxxx, xxxxxxx xxxxx) and several complaints. Samples sending: 5, also included clave that failed from xxxxxxx xxxxxx.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e. Batch/lot #: 20125252. When using the claves they are unable to draw blood or use a flush. Date of incident: (B)(6) 2021 - on going. Adverse events: patient being stuck multiple times.